Manufacturer narrative:
The device involved in this incident has not yet been received by baxter for eval. A follow-up report will be submitted should the device become available.

Event description:
The facility representative reported to largo customer service a pump with an overinfusion. This event occurred during pt use. No pt injury or medical intervention was reported. No additional info is available.